Manufacturer narrative:
Clinical review: based on the reported information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The file was assessed to determine if a clinical investigation is warranted. Through a social media post, it was discovered (on (B)(6) 2022) that this patient on peritoneal dialysis (pd) was hospitalized with reported symptom of psychosis from inadequate dialysis due an allegation of miscalculated kt/v (dialysis adequacy marker). There were no reported allegations that the hospitalization was due to an issue or malfunction with fresenius products. In an additional follow-up call with the patient¿s pd nurse, it was confirmed the event was not related to any malfunctions or issues with the fresenius cycler/fresenius products. It was reported the patient has had ongoing issues with inadequate dialysis from several coexisting patient issues despite having several changes made to the dialysis prescription. It was stated the patient has failure to thrive with low albumin which is affecting the patient¿s ability to properly dialyze. The nurse stated the patient was hospitalized on (B)(6) 2022 with symptom of confusion. During hospitalization, the patient¿s pd prescription was changed, and the patient continued pd treatments. The patient was discharged from the hospital on (B)(6) 2022. The nurse stated the patient did not have any adverse effects from fresenius products. It was stated the patient is better suited for hemodialysis for renal replacement needs but that the patient currently refuses the change and is continuing pd with the same cycler.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The file was assessed to determine if a clinical investigation is warranted. Through a social media post, it was discovered (on (B)(6) 2022) that this patient on peritoneal dialysis (pd) was hospitalized with reported symptom of psychosis from inadequate dialysis due an allegation of miscalculated kt/v (dialysis adequacy marker). There were no reported allegations that the hospitalization was due to an issue or malfunction with fresenius products. In an additional follow-up call with the patient¿s pd nurse, it was confirmed the event was not related to any malfunctions or issues with the fresenius cycler/fresenius products. It was reported the patient has had ongoing issues with inadequate dialysis from several coexisting patient issues despite having several changes made to the dialysis prescription. It was stated the patient has failure to thrive with low albumin which is affecting the patient¿s ability to properly dialyze. The nurse stated the patient was hospitalized on (B)(6) 2022 with symptom of confusion. During hospitalization, the patient¿s pd prescription was changed, and the patient continued pd treatments. The patient was discharged from the hospital on (B)(6) 2022. The nurse stated the patient did not have any adverse effects from fresenius products. It was stated the patient is better suited for hemodialysis for renal replacement needs but that the patient currently refuses the change and is continuing pd with the same cycler.